Event description:
A falsely elevated sodium (na) result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated on an alternate dimension(r) instrument after a user error was identified and a lower result was obtained. It is unknown if patient treatment was altered or prescribed on the basis of the falsely elevated sodium result. There was no report of adverse health consequences as a result of the falsely elevated sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result is user error. Subsequent sample results and qc led to customer investigation which revealed that the reagent probe cleaner had been incorrectly placed on the instrument in the position that per operator guide instructions should have been sample probe cleaner. The account corrected the mis-placement and recalibrated the quiklyte integrated multisensor (imt) . The instrument is performing within specifications. No further evaluation of the device is required.